Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2010 f/u, the physician found a warning message stating that a reset occurred on (B)(6) 2010 on the ICD involved in this MDR report. The physician reinitialized the device without difficulties. The physician asked for the root cause of the reset and the confirmation of the right re-initialization of the device. Preliminary analysis showed that: normal device behavior was restored through device re-initialization. The reset was induced by a specific sequence of events which led to a regular corruption; such behavior is rare and has no consequence on pt safety.